Manufacturer narrative:
The service rep installed sec celeron cpu upgrade. Reloaded config files. Confidence tested system. System functions normally.

Event description:
The customer reported unit would not boot up fully, necessitating removal of unit and replacing with another. No pt injury.